Manufacturer narrative:
The issue was resolved for the customer by replacing the litter top.

Event description:
It was reported that the customer alleged that the side rail weld has broken. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer alleged that the side rail weld has broken. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.